Manufacturer narrative:
The event happened in (B)(6) and was brought to the attention of the manufacturer with the MDR in november. It was found that the battery supply relay was not switching to charge the external batteries due to very low charge state on internal batteries. The internal battery was found to have faulty battery cells. The internal battery was replaced and discarded by the hospital prior to notification to the manufacturer. Thereafter charging was normal and the battery supply relay allowed external batteries to charge. As a battery out of specification has no influence on the device as long as connected to mains supply, it can be assumed that during the event the device was operated on battery. The power supply is specified to charge the internal batteries with first priority and then continue charging with the external batteries. Thus if it is impossible to fully charge the internal batteries, the power supply would not switch over to external batteries. The battery status of both sets of batteries is obvious on the display. In case of a supply outage the device will run on internal battery and issue the designed battery alarms. Without any electrical supply the respirator will stop ventilation, open the airway system and post an acoustical power loss alarm for minimum two minutes in accordance to iec60601. The device reacted as specified for this kind of problem. To minimize the occurrence of such kind of faults it is essential to replace batteries within specified period of time given in the instruction for use. The replacement period is 2 years. The root cause for device shut down was the internal battery and not the external batteries as assumed in the user facility report. During the last 5 years dräger received one complaint apart from this case, that was reported under 9611500-2015-00264.

Event description:
The customer reported that the patient was intubated and mechanically ventilated. Suddenly the patient's ventilator started alarming and was turning on and off. The ICU rn alerted the ICU rt, and the patient was immediately switched to a flow inflating bag to resume ventilation. The ventilator was tagged, taken out of service and sent to the biomedical department. The patient's vital signs were stable during this event and no harm/injury occurred.